Manufacturer narrative:
Reference MFR report # 2916596-2016-02389 for the previous report of gastrointestinal (gi) bleed. (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced weakness and bright red blood per rectum. The patient presented to the local emergency room (ER) for evaluation. The hematocrit was 19%. The patient reported to the implanting center for treatment and was admitted. While there the patient developed shortness of breath. Anticoagulation while at home was 1mg of warfarin per day. The patient was removed from anticoagulation at the time of admission. The patient was seen by the gastrointestinal team, and no arteriovenous malformation (avm) was observed during esophagogastroduodenoscopy (egd). The patient was transfused with 1 unit packed red blood cells (prbcs). No additional information was provided.

Event description:
Additional information: it was reported that the patient was transfused 3 units of packed red blood cells when admitted for gastrointestinal (gi) bleed and symptomatic anemia. It was a presumed bleed and small bowel. Treatment also included octreotide during inpatient stay with outpatient dosing to be arranged. An endoscopy showed no active bleeding at that time. He transfused up with a stable hematocrit time of discharge.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.